Event description:
It was reported to medtronic minimed that the customer observed transmitter and sensor were not working properly and receiving unexpected re-initialization. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and customer continued using sensor. Customer requested to run tester procedure for the transmitter and found led light blinked when transmitter was connected to tester but did not communicate after running tester procedure twice. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn.

Manufacturer narrative:
Unit received and placed unit under microscope and found low spring contact at the connector pins# 1,2,3. In conclusion, unable to perform functional, rf/ble/downgrade/association/accuracy test, due to physical damage. The customer complaint of communication, and unexpected sensor alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received and placed unit under microscope and found low spring contact at the connector pins# 1,2,3. In conclusion, unable to perform functional, rf/ble/downgrade/association/accuracy test, due to physical damage. The customer complaint of communication, and unexpected sensor alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.